Event description:
The customer reported that the system booted up but would not capture fluoroscopic images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supplies were checked and the printed circuit boards on the backplane were reseated. The system was tested and found to be working as intended and put back into service.